Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that direct trend updates are not being documented by the pacemaker. The reported event was not resolved and no interventions were performed. The patient was in stable condition.